Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024 the patient went to the bathroom and he felt dizzy. The patient lost consciousness inside the bathroom and his wife found him. His wife was calling his name and he regained consciousness. His wife called the ambulance and when the paramedics arrived, they took a bg reading which was 58 mgdl and the cgm reading was 230 mgdl. The paramedics provided juice and bananas to the patient. The patient was stable after eating and the paramedics left. At the time of the report the patient was fine. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.